Event description:
The reflexion catheter placed inside the patient's body did not deflect properly. When the doctor removed it from the body and tested it, the catheter still did not deflect properly. The device was replaced with a second reflexion catheter which functioned well.